Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing. Programming changes were made and they resolved the issue. Patient's condition was not affected by the undersensing and the patient was doing fine after the changes.